Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The motor was tested outside of the device and passed. No unexpected motor error alarm was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed motor error during insulin bolus delivery. Alarm has been cleared. It was stated that the motor error occurred 2 times in the last 30 days. Error alarm showed in history. Customer does not use the sensor feature and customer is able to rewind the device. Nothing further reported.